Event description:
Reference number (B)(4). Event occurred in the egypt. It was reported that patient faced adhesive issue event on (B)(6) 2026. The patient reported infusion set tape did not stick upon insertion. The insertion site was abdomen, customer reports set has been in use for: 1 day. No further information available.